Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2017-07264. It was reported the patient had cervical trial leads placed with successful programming. The patient went home and reported he was unable to adjust/increase the system stimulation. Surgical intervention was taken, where the surgeon discovered one lead had come out of the epidural space. The surgeon decided to pull the remaining lead and end the trial.